Event description:
Equipment issue: hvad battery sn: (B)(4) does not charge when placed in different ports on charger. Mcs rn assessed battery, unable to identify outward damage, however battery does not charge on clinic charger either. Patient confirms battery has not been exposed to extreme temperature changes. Battery taken out of service: sn: (B)(4), hvad battery provided in clinic (B)(6) 2021: sn: (B)(4) requesting mpxr and warranty replacement: yes. FDA safety report ID # (B)(4).